Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.50/+3.75/167 diopter, in the patient's left eye (os) on (B)(6) 2004. The lens was explanted on (B)(6) 2016 due to lens opacity (posterior subcapsular and nuclear), which was noted on (B)(6) 2015. The patient experienced blurred vision, glare and halos. Cataract surgery was performed and an iol was implanted. At last post-op visit on (B)(6) 2016, the patient's best-corrected visual acuity was 20/30 -2.

Manufacturer narrative:
Corrected data: (B)(4). Additional data: (B)(4).

Manufacturer narrative:
(B)(4).